Manufacturer narrative:
The field service engineer checked the cobas 8100 system and could not determine a cause for the event. He checked all adjustments for the aliquoter module and performed leak checks; all were within specified limits. He performed mechanical and operational checks. All checks passed.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect k for gen.2 (potassium) on a cobas 6000 c (501) module - c501. The customer performed a point of care test at the patient's bedside and the potassium result was 2.88 mmol/l. When an aliquot tube of the sample was tested on the c501 analyzer (c501 number 1), the sample resulted as as 4.21 mmol/l and this value was reported outside of the laboratory. The nurses asked the laboratory to repeat the sample, so the aliquot tube and primary sample plasma tube were used for repeat testing. The aliquot sample was processed on the cobas 8100 pre-analytics system. The aliquot tube was repeated on c501 number 1 and resulted as 4.3 mmol/l. The aliquot tube was also repeated on a different c501 analyzer (c501 number 2) and the result was 4.33 mmol/l. When the primary tube was repeated on c501 number 1, the result was 2.99 mmol/l. The customer also pulled a different tube (serum) collected at the same time from the patient and the result from this tube was 3.37 mmol/l. The full chemistry test profile was repeated on all tubes (aliquot, primary plasma tube, serum tube) and only the potassium result was questionable. The result from the point of care test and result from the primary tube were believed to be correct. The patient was not adversely affected. C501 analyzer number 1 was serial number (B)(4). C501 analyzer number 2 was serial number (B)(4). The potassium electrode lot number was b98, with an expiration date of 08/01/2017. The field service engineer could not determine a cause and stated that the issue was possibly due to sample integrity. He verified that c501 analyzer serial number 14d8-04 was working correctly. Precision testing was performed. In addition, the aliquot tube was retested on both c501 analyzers, in addition to a third c501 analyzer. All results were comparable based upon the information provided for investigation, the cause of the issue is not related to the c501 device. It is possible the issue was related to functioning of a pre-analytics system, an incorrect sample, or a contaminated sample. Further service activities with relation to the cobas 8100 system are ongoing.